Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 76,550 joules. Additional info reported by the customer was the forward firing condition was noticed when the fiber no longer worked. No error codes were displayed on the console when the event occurred. No pt injury was reported. The user did not experience any injuries from use of the system.